Event description:
It was reported that a large volume infusor would not allow the liquid to flow out of the device. This malfunction was identified during infusion. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A sample was received for evaluation. Visual inspection and flow testing were performed with no issues noted. The reported problem was not confirmed. Upon completion of baxter's investigation, a follow-up report will be submitted.